Event description:
At an amsect meeting, the customer reported leaking with the valve. The amount and location is unknown. The customer receives the valve in a pack. The customer stated it is from an older lot-they do not rotate their packs.